Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion was located in the left anterior descending artery. The lesion was in-stent restenosis of an unk bare metal stent. The lesion was predilated with a 2.0x12mm maverick2 balloon. The 2.25x16mm taxus express2 atom drug eluting stent was deployed in the lesion; however, when the stent balloon was deflated, the balloon stuck to the stent struts. The physician reported having a "hard time" removing the balloon. The balloon was removed after an undetermined time period. No further pt injuries or complications occurred. Pt's status is satisfactory. Attempts made to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.